Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that mid ablation in left atrium, scrub noted that flush line of the catheter was broken in half and leak was seen from flush port. The farawave catheter was removed and the procedure was completed using another device. No patient complications occurred. The device is expected to return for analysis. Media provided it was further reported that fluid was leaking from severed line.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: media and visual testing confirmed the detached flush luer. Because the flush luer was detached, functional and leak testing could not be performed, and the leak allegation was not able to be confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of leak / luer damage are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to component failure and cause not established supporting evidence that came to this conclusion. Boston scientifics investigation determined the cause of the leak that the customer experience with the catheter was not able to be determined, as the flush luer was detached and functional testing was not able to be performed.

Event description:
It was reported that mid ablation in left atrium, scrub noted that flush line of the catheter was broken in half and leak was seen from flush port. The farawave catheter was removed and the procedure was completed using another device. No patient complications occurred. The device is expected to return for analysis. Media provided it was further reported that fluid was leaking from severed line.